Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 71 mg/dl. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then to reconnect the tubing and reservoir. She stated that insulin did not exit with a manual plunger push. She was advised to try a new reservoir with the current set and run a manual prime to at least 5.0 units. She was able to push insulin on the old reservoir using a new plunger, but the reservoir was empty with insulin, so she got a new reservoir. She stated that the insulin pump did not alarm no delivery with a manual prime. She stated that changing the reservoir resolved the issue. The caller was advised to replace the reservoir and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.